Manufacturer narrative:
Sample 1/1 was plasma and sample 2/1 was serum. Sample 2/1 appeared normal. Qc was within the established ranges prior to the erroneous results. A system check was performed just prior to the erroneous results and met the specifications. While troubleshooting, bci hotline recommended performing a wet dry test, which met specifications. Service was on site (B)(4) 2011 and replaced the sample pipettor. All verification testing met the specifications. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously low troponin (accutni) results within the risk stratification range generated by access 2 immunoassay system for two patients. The results were not reported out of the laboratory. Subsequent testing produced higher results within the risk stratification range and above ami cutoff. There was no report of death, injury, or change to patient treatment in connection with this event.